Event description:
The pt reportedly experienced a loss of lock between his external equipment and implant. External equipment was exchanged. However, the problem was not resolved. Surgery to explant the pt's device will be scheduled.